Event description:
During a standard cataract procedure using the dp4305 pack, an aspiration/vacuum surge caused by a kink in the tubing provided with this pack, caused a rupture of the capsular bag resulting in the need for a vitrectomy.